Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 448 mg/dl at the time of incident. The customer¿s blood glucose level was 501 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with manual bolus. There were leaks on the tubing almost at the site. The customer refused troubleshooting and mentioned that high blood glucose was result of taking soda and forgot to do manual bolus. The insulin pump will not be returned for analysis.